Event description:
It was reported that sat of the stents (vision 3.0x18mm and visiion 3.0x8mm) occurred five days after implantation. The sat was treated with a thrombus suction catheter and an additional stent was implanted.

Event description:
Sat of the stent occurred five days after the date of implant. The sat was treated with a thrombus suction catheter and an additional stent was implanted. No other info was available.